Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the apollo onyx delivery microcatheter with detached tip length 1.5 cm was found to be defective after flushing the catheter. Upon removal, it was noted that the distal tip was already broken. The reported device and any accessory devices were prepared and flushed as indicated in the instructions for use (IFU). There was no patient involvement. Ancillary devices include an onyx liquid embolic, cerebase da sheath.